Manufacturer narrative:
The patient's medications include; bystolic, cardizem, ramipril, lipitor, doxazosin and welchol.the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses featuring c3® delivery system. Reportedly, the trunk-ipsilateral leg component was positioned and deployed without issue. It was reported, after removal of the delivery catheter from the patient the physician identified a 2 inch length of detached deployment line remaining within the patient&#38112;right external iliac artery. A hemostat was used to remove the broken deployment line from the patient. The procedure concluded without further issue and the patient tolerate the procedure. The cause of the deployment line breakage is reportedly unknown.

Manufacturer narrative:
Evaluation summary - the device components were returned to gore for evaluation. During the investigation, the returned long thin segment of returned material was found to not be a piece of fiber and is not a part of the trunk-ipsilateral leg component ((B)(4)). The unstiffened portion of the constraining loop was found to be missing during the visual evaluation of the returned components. However, this missing segment was not found with the returned components. The stiffening pin is bent at the end and the fep shrink tube is torn towards the handle. There was no report of the unstiffened portion of the constraining loop being missing or reported procedural difficulty which may be related to this component. It could not be determined when or how this segment was removed. Since the deployment knobs were not returned, examination of the deployment lines was not possible. The physician¿s observation of a detached deployment line could not be confirmed. Based on the available information and evaluation of the returned product, the root cause for the reported loose deployment line could not be determined with the available information. The root cause of the event could not be determined with the provided information.

Manufacturer narrative:
(B)(4)